Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reconfigured and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.